Event description:
During an in clinic follow up, undersensing, a loss of capture, and low pacing impedance was noted on the right ventricular (rv) lead. Technical support was contacted and recommended evaluation of the position of the rv lead. Reprogramming is anticipated but has not yet been performed. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.